Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for yearly follow-up. Upon interrogation of remote transmission, the patients's pacemaker was undersensing atrial and ventricular activity for very brief periods of time. Electrocardiograms had been taken the day of the episodes with and without application of magnet, the magnet application explains the reason for asynchronous behavior. Autocapture had also been operating at high outputs draining the battery of the device. Programming changes were completed. Patient condition was stable.